Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the physician had difficulty removing the guidewire from the lead causing a detachment of the electrode. The lead was removed and replaced during the same procedure on (B)(6) 2021. The patient was in recovery.

Manufacturer narrative:
The reported events were detachment of component and failure to remove guidewire. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The reported event for detachment of component was confirmed. The cause of the reported event was isolated to bunched up/clogged ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the crimp sleeve pulled out of the molded connector assembly, consistent with procedural damage. No additional anomalies were noted.